Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the actuator was partially deployed and was able to deploy and retract the event unit without issue. The event unit was disassembled and no non-conformances were observed. Applied medical has reviewed the details surrounding the event and related product and is unable to confirm that a product malfunction occurred, as the event unit met current specifications. This report is to follow up the initial report that was submitted under medwatch report #5087559.

Event description:
Name of procedure being performed" ni. Detailed description of event: medwatch #5087559. "Surgeon tried to use universal retrieval system and the bag would not open. Pt's fine, no adverse outcome. FDA product safety report ID# (B)(4)." Additional information received from rn, bsn, or manager at medical center on 12jul2019 via e-mail: "when surgeon inserted bag into patient it wouldn't open. That's all we¿ve got." Patient status: "pt's fine, no adverse outcome." Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to report. A follow-up report will be provided upon completion of the investigation. This is a follow-up report for medwatch #5087559.

Event description:
Name of procedure being performed" ni. Detailed description of event: medwatch #5087559. "Surgeon tried to use universal retrieval system and the bag would not open. Pt's fine, no adverse outcome. FDA product safety report ID# (B)(4)." Additional information received from rn, bsn, or manager at medical center on 07/12/2019 via e-mail: "when surgeon inserted bag into patient it wouldn't open. That's all we've got." Patient status: "pt's fine, no adverse outcome." Type of intervention: ni.